Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon reported that the system froze before the procedure. The system was rebooted and the procedure was initiated and completed. Additional information is not expected for this report.

Manufacturer narrative:
A service request (sr) was opened may 28, 2018. However, this sr was cancelled by the customer. The system was manufactured on august 12, 2005. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).